Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded inappropriate atrial tachy response (atr) episodes due to far field over sensing. Programming options around blanking periods were recommended for this ICD that remains in service and the health care professional was in agreement. The ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.